Event description:
It was reported during a routine check performed by the customer, cs100 intra-aortic balloon pump (iabp) display was flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display was flickering. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: d4 (catalog#, model/version#, UDI#). Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse reconnected the display cable on the video receiver board. The fse checked the performance of the unit on a trainer and a balloon. The unit was teste for an hour with no issue observed. The fse recommended that the user handle the unit properly while shifting the machine. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.